Manufacturer narrative:
Manufacturing site: asahi intecc hanoi co., ltd. Hanoi, vietnam, registration number: 3009121749. Device evaluation could not be performed because the affected device was discarded at the user facility and not returned. Lot history review revealed no anomaly relating to the reported event. No other similar product experience report was received from this lot. As the affected device was not returned, the cause of this event could not be identified. Based on the provided information, results of lot history review, and referring to known similar events, it was presumed that torsion and/or tensile stress generated with wire manipulation might have been locally applied on the sion guide wire while the wire tip was trapped by the stent strut. Consequently, the wire tip was separated. It was concluded that the reported event was not attributed to the product quality. CAPA: no CAPA will be taken. The instructions for use (IFU) states: [warnings] ~ observe movement of this guide wire in the vessels. Before this guide wire is moved or torqued, the tip movement should be examined and monitored under fluoroscopy. Do not move or torque the guide wire without observing corresponding movement of the tip; otherwise, the guide wire may be damaged and/or trauma may occur. In addition, ensure that the distal tip of this guide wire and its location in the vessel are visible during manipulations of the guide wire. ~ never push, auger, withdraw, or torque this guide wire that meets resistance. Torquing or pushing this guide wire against resistance may cause damage and/or tip separation of this guide wire or direct damage to a vessel. Resistance may be felt and/or observed under fluoroscopy by noting any buckling of the guide wire. If the prolapse of the guide wire tip is observed, do not allow the tip to remain in a prolapsed position; otherwise damage to the guide wire may occur. Determine the cause of resistance under fluoroscopy and take any necessary remedial action. ~ if resistance is felt due to spasm, bending of the guide wire, or due to trap while operating this guide wire in the blood vessel or removing it, do not torque and/or pull the guide wire itself. Stop the procedure. Determine the cause of resistance under fluoroscopy and take appropriate remedial action. If the guide wire is moved excessively, it may break or become damaged, which may cause blood vessel injury or result in fragments being left inside the vessel. ~ do not perform stent placement using more than one guide wire or wire operation through stent strut. Otherwise, the stent may be damaged or the guide wire may break or break apart. [Malfunction and adverse effects] ~ separation of the guide wire.

Event description:
It was reported that the distal segment of an asahi sion guide wire had separated during a percutaneous coronary intervention (pci) to treat a lesion. During the procedure for drug-eluting stent implantation, the sion guide wire became caught by the struts of the proximal stent. After repeated attempts to withdraw the sion guide wire, its distal segment separated, leaving the wire fragment at the proximal stent. Additional treatment was performed. On repeat angiography performed thereafter, the stent position and shape were confirmed to be good, and the wire fragment remaining in the proximal segment was confirmed to be fixed by the stent. Information obtained on march 18, 2026, indicated that no dissection or thrombus was observed, coronary flow was thrombolysis in myocardial infarction (timi) grade 3, and the patient met the standard discharge criteria.the physician commented that the guide wire had most likely become stuck in the stent.additional information obtained on april 3, 2026, indicated that the patient had no issues and had already been discharged.